Manufacturer narrative:
A ge service rep performed an on site investigation. The longitudinal potentiometer and the limit switch were adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code and therefore, failed to boot. No report of injury.